Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right atrial lead was removed and replaced due to lead fracture, noise, and oversensing. The lead was retained by the hospital pathology department and was not returned. No patient complications were reported as a result of this event.